Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion at 10.6 cm ¿ 11.0 cm from the connector pin breaching the outer insulation and exposing the outer coil at the proximal region, consistent with friction to the device can. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.